Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Release records and sterilization records were reviewed and the product met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Customer reported an abscess and irritation at the insertion site after wearing the pod for longer than 48 hours. Customer was admitted to the emergency room. Physician drained the patients abscess as treatment. Patient was prescribed antibiotics (sulfamethoxazole).